Event description:
Male patient taken to or for right elbow arthroscopy with removal of loose bodies and arthroscopic humeral and ulnar osteoplasty. Surgeon utilizing a smith and nephew 4.5mm incisor plus platinum series blade when it appeared the teeth from shaver sheath and inner cannula broke and began to give off small metal like shavings. Surgeon removed the instrument and irrigated the patient's joint to flush out these teeth and shavings. No injury to patient noted. Instrument sequestered for risk management pick up. Patient's procedure was completed and he was taken to the pacu for recovery.======================manufacturer response for 4.5mm incisor plus blade platinum series shaver, incisor plus (per site reporter).======================we have reported other smith & nephew shavers with the same concerns. The platinum series model involved in this incident is actually an upgraded device we switched to in an effort to minimize the shaving issues.